Manufacturer narrative:
Insulin pump trace download analysis confirmed the unit alarmed power error. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm and frozen display. The customer¿s blood glucose was unknown. The frozen display recurred. The customer stated that they were unable to clear the alarms. Customer reports the time clock advances. The insulin pump will be returned for analysis.